Event description:
Related manufacturer reference number: 2017865-2024-69998. It was reported that a patient presented with an unspecified sensing issue noted on the patient's right atrial lead. During the revision procedure, the new atrial lead exhibited a lead slack issue and was unable to be implanted. A new atria lead was successfully implanted. The surgical intervention was completed on (B)(6) 2024. The patient was stable throughout.